Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg pocket site. As a result, the ipg was explanted and a smaller ipg was implanted. Therapy was restored post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.